Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was implanted with a neurostimulator. It was reported that the patient was not getting coverage or relief in pain areas and only felt an uncomfortable sensation in the left leg when the device was activated. There were multiple programming attempts made with no success. The battery migrated widely within the pocket and the consumer had trouble locating it to charge the device. Impedance and connectivity was checked. Another reprogramming was not performed as the health care provider (hcp) had decided on a revision or explant. The patient was referred to a neurosurgeon for the planned explant or revision. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID 977c165, serial# (B)(4), product type lead. Updated: no outcome attributed to adverse event: no boxes apply. Update: reportable for malfunction. Serious injury no longer applies as an explant/revision had been planned and additional information clarified that this was no longer the plan. No actions were going to be taken and the device was left if the patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) reporting that actions taken to resolve the paddle electrode being off midline and coverage/stimulation issues was the patient saw the surgeon who placed the paddle to discuss a solution. The surgeon was not comfortable revising the paddle. The patient was also not interested in another surgery. It was indicated that the issue had no been resolved. The patient was currently not using the device. It was indicated that the provided information had been confirmed with the physician. No further complications were reported/anticipated.

Manufacturer narrative:
Continuation of d11: product ID 977c165 lot# serial# (B)(4) implanted: explanted: product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient via a manufacturing representative (rep).it was reported that patient had lack of relief and not covering affected area. Rep reprogrammed device. Patient called 10-17 to notify rep that they saw health care professional (hcp) for revision consult referral back to the hcp , original implanted. Hcp refused to see. Hcp reviewed current x-ray in last visit and paddle electrode is off midline and patient only getting unilateral coverage. Patient reprogram couple times since implant. Programmed to high density setting and asked to use for a period of time. Patient reported on 10-17 that new settings are not helping. No revision planned with hcp at this time. The issue not resolved at the time of this report. No surgical intervention occurred.